Event description:
It was reported that (1) device was used during a left carotid endarterectomy procedure. It was reported by the rep that the mcm20 would not fire at all. Opened another one to complete the case. There was no consequence to the pt.